Event description:
Major pump unit(s) involved: device thrombosis. Additional text: suspected. Spiked ldh, (B)(4) study. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pump. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention: implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.